Manufacturer narrative:
(B)(4) d10: concomitant devices - orthopedic salvage system segmental ellipt femoral component right 8.5cm catalog #: 150495 lot #: 244560, orthopedic salvage system polyethylene tibial bearing 12mm catalog #: 150410 lot #: 66058455 g2: foreign - event occurred in australia. H6: component code - proposed code is mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain and femoral implant loosening after a fall approximately two (2) years post-operatively. Attempts have been made, however, no additional information is available.